Event description:
During a knee procedure, a piece of the front end broke. The broken portion of the device was retrieved, which caused a delay of one hour. A back-up device was available to complete the procedure.